Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.